Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. (B)(4). To address the failure, central processing unit (cpu) printed circuit board (pcb) and power supply were replaced. The ventilator passed all tests and operated within the manufacturing specifications. The ventilator has been returned to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the backup alarm failure . The ventilator was not in use on a patient at the time of the event occurred.